Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coils in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the device expulsion and arthralgia outcome was unknown and the fatigue had resolved. The reporter considered arthralgia, device expulsion and fatigue to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media: arthralgia, device expulsion and fatigue. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('coils in my uterus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), fatigue ("fatigue") and arthralgia ("joint pain"). The patient was treated with surgery (to remove essure). Essure was removed. At the time of the report, the device expulsion and arthralgia outcome was unknown and the fatigue had resolved. The reporter considered arthralgia, device expulsion and fatigue to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : arthralgia, device expulsion and fatigue . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.